Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with an unknown smooth textured gel breast implants which the left side ruptured after implantation. The issue was diagnosed during the physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional received on feb 8, 2024, indicated that the patient scheduled for removal on (B)(6) 2024. Date of implantation was on (B)(6) 2023. The MRI examination confirmed the issue. Reason for device explant and/or reoperation: rupture. Per additional received on feb 9, 2024, indicated that the device identity is as follow; cat; 3507450bc, lot: 264685. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).